Event description:
The hcp reported the pt had been experiencing no pain relief. The pump was determined to not be delivering the medication. A purge was given and no fluid was noted at the tip of the pump. The pump was then explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.